Event description:
According to the reporter, on the first staple firing of the sleeve on a laparoscopic sleeve procedure, the stapler did not fire and the jaws of the device locked on the tissue. When the surgeon pressed the fire button, it flashed for a moment and then it stopped flashing and went back to green. Then, the lcd displayed was asking for the adapter to be reattached to the power handed. It was done but it could not open staple load. They reset the handle with both safety buttons depressed but it did not solve the problem either. Manual retraction tool was used to open the device. Different device was used to resolve the issue in order to complete the case. There was no patient injury.